Event description:
Additional information received indicated that the plaintiff's causes of death were reported as severe chronic obstructive pulmonary disease, hyperlipidemia, hypertension, diabetes mellitus and obstructive sleep apnea.

Manufacturer narrative:
This was initially reported on the summary report dated 12/28/2015 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced mesh exposure, stage 2 urethrocele, cystocele, rectocele, vaginal cuff prolapse with enterocele, vaginal vault prolapse, leakage, pelvic pressure, dyspareunia, vaginal bulging, incomplete emptying of the bladder, severe nocturia, mixed urinary incontinence, urethral hypermobility, urgency, frequency, neurogenic diffuse hyperactivity, bladder trabeculations, post void dribbling, atrophic vagina, erythema, disorders of urogenital implants, vaginal pain, and mesh erosion. The plaintiff underwent mesh excision. The device was partially explanted. Furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to pr#: 123109

Event description:
Related to manufacturer report #: 3011770902-2016-00303.